Event description:
Patient presented in the ER after receiving high voltage therapy. Upon interrogation, an alert for possible high voltage circuit damage was observed. The episode showed high voltage lead impedance was out of range. The lead was explanted.

Manufacturer narrative:
Analysis noted an abrasion through the outer insulation at 20.5 cm from the pin. As a result, one of the rv lead conductors was exposed and melted. Suture sleeve tie marks were also found at 22.0 cm and at 22.6 cm from the pin. The location of the abrasion is consistent with that produced by friction with the ICD can.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.